Event description:
The patient was enrolled in the mimics 3d USA post-market observational study. On (B)(6)2021, the patient was implanted with one biomimics 3d (bm3d) 7.0 x 60 mm stent to treat a denovo lesion in the left superficial femoral artery (sfa) middle third to sfa distal third artery. A retrograde approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) and atherectomy. The treated segment was post-dilated with pta and a non-bm3d bare metal stent was placed post-bm3d implantation. On (B)(6) 2023, a restenosis of the treated segment (target lesion) was identified and it was reported as possibly related to the device and not related to the procedure. It was target lesion-related. The patient was seen in the clinic on (B)(6) 2023 complaining of rutherford class (rc) 3 symptoms bilaterally. On (B)(6) 2023 both ankle brachial index (abi) and duplex ultrasound (dus) were performed. Right resting abi = 0.67. Dus showed "stenosis proximal to stent and throughout stent and in popliteal." A diagnostic angiogram was performed on (B)(6) 2023 and found the following: severe stenosis in the proximal sfa stent (a non-bm3d bare metal stent); severe stenosis in the distal sfa stent (the subject of this report); and severe stenosis in the p2 segment of the popliteal. The intervention was performed on (B)(6) 2023. The sfa and popliteal were both estimated to be 99% stenosed. Laser atherectomy was performed throughout the sfa proximal third to sfa distal third followed by pta/standard balloon angioplasty. This was reported as a target lesion/vessel revascularisation (tlr/tvr). Laser atherectomy and balloon angioplasty were also performed throughout the popliteal artery. Both lesions had zero residual stenosis. The outcome was reported as resolved/recovered. The device remains implanted. Veryan became aware of this event on 21-mar-24.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain/claudication are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.